Manufacturer narrative:
Investigation - evaluation - a review of instructions for use, specifications, and quality control data was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with instructions for use that describes its intended use. Specifically; ¿do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Investigation - evaluation a review of instructions for use, specifications, and quality control data was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with instructions for use that describes its intended use. Specifically; ¿do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a turbo-ject double lumen power-injectable PICC line cracked at an unspecified time following implantation. The circumstances and conditions surrounding the event are not available. The device was completely explanted and replaced with an unspecified device. The device involved was discarded. No further patient or event information is available.